Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the thermal damage was noticed after the procedure. It was unknown if arcing occurred or not. The patient did not experience any injury or adverse event during or after the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was consistent with the reported thermal damage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument exhibited heat damage to the pulley cover. The procedure was completing as planned with no reported injury.